Manufacturer narrative:
The initial MDR 1219913-2022-00351 was filed on october 24, 2022. November 22, 2022 additional information: an outside of the united states (ous) customer contacted the siemens customer care center to report elevated atellica im ca19-9 results that were considered discordant with the lower result from an alternate method. The requested information and patient samples required to investigate this incident was not made available to siemens. Multiple attempts were made to gather more information, but no response was received from the customer. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (10995285) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The cause of the discordant results seen by the customer when using atellica im ca 19-9 kit lot 508 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00351 supplemental report 1, MDR 1219913-2022-00352 supplemental report 1, and MDR 1219913-2022-00353 supplemental report 1 were filed for different samples from the same patient with different test dates.

Event description:
The customer obtained elevated atellica im ca 19-9 results for three samples from the same patient that were considered discordant with the lower result from an alternate method. The second sample was tested on the alternate method. The initial result was reported to the physician and questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report elevated atellica im ca19-9 results that were considered discordant with the lower result from an alternate method. The customer sent the third sample to a different site to be tested on another atellica im for troubleshooting purposes and the result was elevated. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00352, and MDR 1219913-2022-00353 were filed for different samples from the same patient with different test dates.